Event description:
It was reported that during unpacking of the 2.5 x 12 mm trek balloon catheter, when the hub part of the device was removed from the hoop, the hub separated from the proximal shaft. There was no resistance during removal of the device from the hoop. The device was not used on the patient. Another trek balloon of the same size was used for the procedure. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The hub separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.